Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited increased pacing impedance measurements and noise. Surgical intervention was undertaken. The ra lead was surgically abandoned and replaced, however, noise continued to be observed when the replacement ra lead was connected to the device header. The device was then explanted and replaced and no further noise was observed with the replacement device and ra lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.